Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2025. During the procedure, the cre balloon leak. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location was reported to be the esophagogastroduodenoscopy (egd) and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was tested outside the patient during preparation.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable investigation result of balloon leak. The anatomy location was reported to be the esophagogastroduodenoscopy (egd) and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable investigation result of balloon leak. The anatomy location was reported to be the esophagogastroduodenoscopy (egd) and is being reported as it may have occurred in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection was performed, the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a leak, located approximately 14 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 14 mm from the tip of the device. Inflating the balloon previously can cause the balloon to lose its original shape causing resistance when inserting it into the scope and can cause pinhole found on the device. Therefore, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2025. During the procedure, the cre balloon leak. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location was reported to be the esophagogastroduodenoscopy (egd) and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was tested outside the patient during preparation.